Event description:
It was reported that the guidewire of proximal tip was damaged when looking at the proximal tip before using it. Per follow up information received via ibc on (B)(6) 2024, they confirmed the proximal tip seemed to be a little bit broken when checking for the product before using it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), guidewire. Visual inspection of the sample noted that the guidewire of proximal tip was damaged. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection (too soft)". However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction or separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage or breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of device, which may led to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure include but are not limited to: perforation acute or delayed bleeding tissue trauma edema" correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire of proximal tip was damaged when looking at the proximal tip before using it. Per follow up information received via ibc on 10jun2024, they confirmed the proximal tip seemed to be a little bit broken when checking for the product before using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.